Event description:
It was reported that the pt underwent a laminoplasty. The surgeon had difficulty placing a 2.6 mm x 7 mm screw during initial insertion. The surgeon experienced excessive torque on the lamina. The lamina eventually cracked post-op. The lamina cracked on the hinge side of the laminoplasty. The surgeon felt this was due to the torque created by the screws. The pt returned to surgery about a week later to revise the laminoplasty and a laminectomy was done. The implants were explanted.

Manufacturer narrative:
The implanted screws were not returned for eval. The associated screw set and the drill bits were returned and examined. The drill bits were within spec. Both sizes of the 7mm length screws in the screw set were checked. All the screws were within spec except one. One of the 7mm x 3mm screws was found out of spec. The major diameter of the screw was 2.93mm. The spec minimum is 2.95mm.